Manufacturer narrative:
The returned valve was patent. The valve also met the requirements for reflux, pressure-flow, and pre-implantation testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. The valve did not meet the requirements for leak testing due to a tear observed in the top of the reservoir. The instructions for use caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the surgeon stated there were possibilities that the lp shunt or the patient contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the device was implanted, the cerebrospinal fluid (csf) did not flow normally without resolve. As a product defect issue was suspected, the whole lumbarperitoneal (lp) shunt system was explanted, and a revision using a ventriculoperitoneal (vp) shunt was performed without any issues. Currently, the issue was resolved, and the patient's status was stable.